Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube w/ sodium heparin had poor separator movement. This was discovered after use. The following information was provided by the initial reporter: material no. 362753, batch no. 9003642. It was reported that the separation of cells was not achieved. I would like to report issues with cpt tubes catalog no. 362753. We¿ve distributed these tubes to several sites and some have reported issues with the product not working. Specifically, the separation of cells is not achieved as the entire whole blood remains above the gel that would separate them. There are 2 lot #s for which the issue has been observed. They are: # 9003637 and #9003642.